Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 424 mg/dl. Customer treated the high blood glucose with syringe via shot. The customer reported via phone call that the insulin pump alarm button error and battery out limit. Customer's blood glucose was 424 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 424 mg/dl. The customer tried to put in the date the numbers began to scroll and she unable to get out of the screen. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 424 mg/dl. Customer noticed that there is crack on battery compartment.

Manufacturer narrative:
The insulin pump had no unexpected button error alarms, excessive no delivery alarms, failed battery test alarms, battery out limit alarms/alerts, reset anomalies or scrolling anomalies noted during testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. The insulin pump had a cracked battery tube threads, minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip and scratches on reservoir tube window.